Manufacturer narrative:
Corrected data: section g4: PMA/510(k) # corrected. Manufacturer¿s investigation conclusion: the reported event of alarms on the heartmate mobile power unit (mpu) was not confirmed. The returned mpu, serial number (B)(6), was evaluated at the service depot on 19may2025. The unit was connected to ac power and no alarms activated. No further testing was performed. The submitted log files captured the system operating as intended. The provided information indicated the ac power cord did not come loose from the wall outlet or the back of the unit, there were no environmental circumstances that would have affected ac power at the time of the event, and it is unknown if a v-lock connect was on the ac power cord. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2024. The heartmate 3 instruction for use (rev. D) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and resolve yellow wrench alarms, and all other alarms associated with the mobile power unit (mpu). The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿, gives instruction on how to care for and maintain the mpu. The heartmate 3 instruction for use section f, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The heartmate 3 patient handbook (rev. A) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had alarms on their mobile power unit (mpu) in september. It was said that the patient does not recall what alarms appeared during the time of the event. It was also noted that the patient has an impacted mpu. It was later reported that the ac power cord did not come loose at the wall outlet or at the back of the unit at the time of the event nor was there an environmental circumstance that would have affected ac power at the time. It was said patient stopped using the mpu back in september when the event occurred but reported it once they heard of the recall.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.